Manufacturer narrative:
Additional information: the device was not sent to the manufacturer for inspection, the error description provided by the customer, "091330-01 could not pass through pharynx", couldn't therefore be confirmed. Two complaints with similar failure description have been recorded - both on the same batch, from the same end user - those endoscopes have been returned and showed mechanical damage by excessive force as the root cause for the failure. The whole batch consists of (B)(4), and has been distributed to ks australia (B)(4) boxes, ks arabia (B)(4) boxes, ks spain (B)(4) boxes and gentek tuerk (B)(4) box - no further complaints filed so far. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope is no longer able to progress through pharynx, noted blood on patient's posterior pharyngeal wall. Removed scope from nares: scope had split near the tip. The procedure was completed with a second scope. The blood nose was self-resolved. No treatment was required. Due to the bleeding a report is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).